Event description:
Additional information: it was reported that the surgical interventions were performed to try to keep the pump. Surgery regarding the wound healing occurred "at least twice". The risk of infection with the open wound became too great and the pump needed to be explanted. The reporter stated "I think it needs to be stressed that this was not an intrathecal pump or medication issue but felt to be due to poor wound healing". The patient was "doing well" at the time of the report and was being maintained on oral baclofen. The patient was no longer being seen at the (B)(6) clinic. The medication in the pump was lioresal 2mg/ml at 700mcg/day.

Event description:
Additional information: the following information was previously reported in manufacturer's report # 3007566237-2011-09289: it was reported that wound dehiscence of the patient's pump pocket occurred multiple times. They had tried to revise "at least once", and within a few days the pocket began to break down. It was further indicated that the pump was "tried sub-fascial" as well; and the same issue occurred a few days following the revision. It was also noted that they did not believe it was an allergy, but they would like to rule that out. Additional information has been requested, but was not available as of the date of this report. Any additional information received regarding the event will continue to be reported in this manufacturer report.

Event description:
In (B)(6) 2011, the patient experienced poor wound healing post-operatively. Wound dehiscence occurred; "self-explanted" with regard to the device was noted. Surgery was performed (B)(6) 2011 and the pump and partial catheter were removed. The patient's status following device removal was reported as recovered without sequela. The drug in the pump was baclofen.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. The manufacturer received an incomplete catheter; the following catheter components were received: sutureless connector, pin connector, and proximal catheter segment. Analysis of the catheter revealed no significant anomaly.